Event description:
Patient reported the infusion set leaked insulin and the self-adhesive was wet. She experienced elevated blood glucose and did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. The headset meets product specifications. The returned used headset was visually inspected and tested for flow and leak tightness, and all test results were within specifications.